Event description:
Medtronic received information that 8 years and 10 months post implant of this 27mm aortic bioprosthetic valve, it was reported the patient was hospitalized for acute left lower limb pain. A computerized tomography (CT) scan discovered occlusion of the left common femoral artery with total superficial femoral artery (sfa) occlusion, and a significantly diseased profunda femoris artery (pfa). A right femoral-left below knee popliteal bypass intervention was performed. It was stated that this event was not related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.